Event description:
It was reported that the pump worked great for two years. In the last year that pt said the efficacy had been very erratic. At random times, the pt would lose therapy and start feeling really "crappy", and have more pain for 2-3 days. Then the pt would feel a "surge or a bolus" of medication and feel much better, but yet sedated at the same time. At times this would happen while the pt was driving and she had to pull over and take a nap. The pump and catheter were explanted. No pt outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.